Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two infrarenal aortic extensions and two limb extensions on (B)(6) 2016. The patient came in emergently on (B)(6) 2016 with a type 3a endoleak between the main body stent and limb extension. The physician elected to implant two additional limb extensions to seal the leak. The patient is in stable condition.